Event description:
It was reported that the patient's device was explanted because it wasn't working. The leads remained implanted. The patient complains of pain. No symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.